Event description:
The device read approx 680mg/dl and within mins he retested on the same device with a result of 99mg/dl. No adverse event reported and no treatment received. Device numeric reading range is 10mg/dl to 600mg/dl. Requested return of suspect device and replacement was sent.